Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that she noticed moisture inside the cartridge compartment of her pump. Patient first noticed the moisture today during a cartridge change. There is not enough moisture to pour out. Patient detects a smell of insulin. Patient does not see any leakage from the cartridge but the cartridge has moisture on the outside of it. The moisture is at the top of the cartridge compartment. Patient dried the cartridge compartment. Customer alleges cartridge leaked. No adverse event reported. A request was made for the return of the device.